Manufacturer narrative:
This is 1 of 4 mdrs related to the same event. Please see MDR numbers: 2242816-2011-00094, 2242816-2011-00095, 2242816-2011-00096.

Manufacturer narrative:
This is 1 of 4 mdrs relating to the same reported event. Please also see MDR numbers:2242816-2011-00094,2242816-2011-00095,2242816-2011-00096.

Event description:
It was reported that two screws fractured and two set screws were damaged during the surgery. The procedure was completed with other screws.patient outcome: no adverse effect reported as a result of this event.